Event description:
A malfunction alarm occurred as reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to load a new cartridge and was able to resume insulin usage successfully.